Event description:
It was reported that when using the bd pyxis¿ medstation¿ es has invalid cubie memory issue. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the cubie pocket had experienced read, write, or invalid cubie memory errors. A field service engineer (fse) confirmed the failure through storage space recovery. After encountering login issues, access to remote smart service and hardware test application was established. Cubie status was checked, and the back panel was removed to inspect the leds. The station was powered down, the drawer was opened, and the row board cable was disconnected and reconnected. After powering up, only the helmer fridge was visible in storage space configurations. Power was recycled multiple times, and components were disconnected and reconnected. Eventually, the main cabinet, auxiliary cabinet, and auxiliary tower became visible. An error was found on the tower, and the pyxis bus cable was replaced. After rebooting, all components came online. Functionality was tested in hardware test application and verified by the customer. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es has invalid cubie memory issue. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.